Event description:
This distributor became aware on 9/28/95 of an incident that occurred following a biopsy procedure. Multiple specimens were taken from what appeared to be a normal sigmoid colon utilizing several biopsy forceps. Rectal bleeding was diagnosed later in the day and the pt was admitted. A colonoscopy the following day revealed a large adherent clot at one of the biopsy sites. The base of the clot was cauterized. The pt experienced no sequelae as a result of this event. No malfunction of any device was reported. Rather, the procedure itself resulted in an anticipated complication associated with a biopsy procedure.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.